Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/27/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump was found to power on appropriately with functional vibratory and auditory features. The pump was exercised for a 24 hour duration period with a 1 u per hour basal program. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was tested and no hypersensitive keys were observed on keypad. A power interruption was reproduced for the investigation by turning the pump off then back on after the 24 hour duration test. The 1 u per hour basal program remained programmed in the pump settings when power was reapplied. The complaint was not duplicated during the investigation. The complaint could not be duplicated during the investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter indicated that when the pump was powered off the basal rates in the pump were cleared. The reporter indicated that the issue occurred sporadically. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.